Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding product used in oblique lateral interbody fusion (olif) spinal surgery at l5-s1 for l5/s1 radiculopathy and disk protrusion. It was reported that the medial screw used to fixate implant was backed out. There were no further complications or symptoms reported regarding the reported event. Additional information was received via manufacturer representative that there is no plan of revision surgery for the removal of implant.

Manufacturer narrative:
G2: country of origin is australia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.